Event description:
It was reported while a patient had been in the hospital having a computed tomography (CT) scan they had experienced high blood glucose levels and had lost conciseness. The patients reported blood glucose level had rose to 417 mg/dl. While the patient had been admitted to 2 separate hospitals due to pancreatitis acute flair-up they had been treated with intravenous fluids as well as dilaudid every 4 hours. The patient was released from the hospital after a week.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.